Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during set up for a pars plana vitrectomy procedure, the extraction function was not available. The case was completed on the same day. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. There was no problem was found with viscous fluid control (vfc), with extraction nor injection. The company representative noted a break in the footswitch cable, rendering the footswitch inoperable. The cable was replaced. The cable was subsequently replaced to resolve the issue. The break rendered the footswitch inoperable, which would explain why the customer could not extract oil and why the system did not record a system message when the customer could not extract oil. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 17, 2009. Based on qa assessment, the product met specifications at the time of release. The most likely cause of the reported event is a break in the footswitch cable. (B)(4).